Event description:
It is reported that the patient's insulin pump fell in the pool. The patient's blood glucose level is 237mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Insulin pump also received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Insulin pump had a corroded lcd board noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.